Manufacturer narrative:
Event/therapy date: this occurred on an unspecified date in (B)(6) 2018. The device was manufactured august 10, 2017 ¿ august 14, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred after filling but before patient infusion. The device had been filled with an unspecified cytostatic solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.